Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the broken ac port was due to physical abuse by the user. The power supply unit was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply unit with a broken ac port. The device was not in use when the fault occurred; therefore, there was no patient involvement.